Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. In addition, the rv lead was stuck to the header as the set screw failed to be removed. After multiple attempts, the rv lead was removed from the pacemaker and a replacement pacemaker was implanted. The physician used the same rv lead and completed the procedure. The patient experienced no consequences.